Manufacturer narrative:
A ge representative evaluated the system and reseated cable connections. The system operates as intended.

Event description:
The customer reported the monitors do not turn on. No patient injury was reported.